Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that a low battery alert was not received prior to off no power alert on the insulin pump. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that this has occurred twice for the pump. The customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump had operating currents within specification. The device passed the self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The power graph analysis confirmed low battery, power loss alarms and an abnormal loaded voltage at the power management graph due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6, the insulin pump was monitored and functioned properly. The device had a minor scratched display window and case.